Event description:
The customer reported via phone call that the insulin pump's escape and act buttons were unresponsive. The customer stated that this issue occurred during a set change. The customer confirmed that the insulin pump had been in her pocket prior to the issue. Blood glucose level at the time of the incident was 81 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was received with intermittent buttons due to corroded keypad traces. The pump had a corroded battery tube, a cracked case at the display window corners, a cracked display window, a cracked belt clip slot, minor scratches on the lcd window, and a stained end cap sticker.